Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device across the tissue and when he observed the staple line, it had cut and not stapled the entire stroke of the firing. They tried a second reload and the same issue occurred. The surgeon then sutured over the staple line to secure the site and completed the case with no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Device b was received sterile and in good visual condition; the original reload was loaded in the device. The reload was received fully loaded with staples. The device was opened and tested for functionality and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.